Manufacturer narrative:
Device passed all functional testing. No anomalies associated with sterilization of product.

Event description:
Sound processor explant due to development of seroma. Patient history: (B)(6) 2011 - patient initially implanted, (B)(6) 2011 - activation, (B)(6) 2012 - fitting, (B)(6) 2016 - battery change, (B)(6) 2016 - fitting and summary report - no indications of seroma at this visit. On (B)(6) 2018 - physician notified envoy that patient has fluctuant mass, possible abcess, on top of sound processor. Patient prescribed antibiotics. On (B)(6) 2018 - physician reported that fluctuant mass is seroma without any indications of infection. Patient has been scheduled for drainage of seroma and explant of sound processor for (B)(6) 2018.